Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported date of implant was (B)(6) 2011 or 2012; date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with the cervical spine locking plate (cslp) construct on an unknown date. Patient was returned to the or on (B)(6) 2013 for revision surgery due to pseudarthrosis. Reportedly, the patient had radiating pain from the left shoulder to the right shoulder. It was noted that the top two screws of the cervical spine locking plate broke at expansion head tab point. One of the two broken shafts remains implanted at c5. Patient was revised to a zero-p construct at c5-6. This is 4 of 7 reports for the same event.